Manufacturer narrative:
Device passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No low battery alert and no excessive no delivery alarm noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner the information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as nausea, muscle cramps, thirst, headache and was treated with pump. Customer's blood glucose value was 300-400 mg/dl at time of incident. Customer's current blood glucose value was 421 mg/dl. Customer stated that they had highs and received a low battery alarm. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined further troubleshoot for high readings. Customer was explained about the 2 high blood glucose rule. Troubleshooting was performed for no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir). The product was not returned for analysis.